Event description:
It was reported that the collar of this right atrial (ra) lead was almost completely detached from the lead; the collar was no longer around he proximal part of the helix. The physician decided to explant the lead. The lead is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the collar of this right atrial (ra) lead was explanted due to infection. Later on, it was noted that the lead almost completely detached from the lead; the collar was no longer around the proximal part of the helix. The physician decided to explant the lead. The lead is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that the collar of this right atrial (ra) lead was explanted due to infection. Later on, it was noted that the lead almost completely detached from the lead; the collar was no longer around he proximal part of the helix. The physician decided to explant the lead. The lead is expected to return for analysis. No additional adverse patient effects were reported.